Manufacturer narrative:
(B)(4).

Event description:
During index procedure the physician used three in.pact admiral paclitaxel-eluting pta balloon catheter to treat a lesion located in the sfa of the right leg (r-1). Approximately 4.5 months post index post procedure the patient experienced restenosis of the right sfa (r-1). The stenosis was 60%. The patient was treated approximately 14 months later with a prothesis. The % restenosis at time of intervention was 100% and thrombus was also present. Investigator indicated that the reported event was not related to the study device, procedure or drug. It is reported that the patient recovered.

Manufacturer narrative:
The cec has adjudicated the previously reported restenosis of the sfa was related to the study device and not related to the procedure or drug.